Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks and the right ventricular (rv) lead was indicated to have sensing difficulties. The rv lead was capped and replaced and later explanted. No further patient complications have been reported as a result of this event.